Manufacturer narrative:
Date of event: estimated based on month of procedure provided as (B)(6) 2020. Implanted date: estimated based on month of procedure provided as (B)(6) 2020.

Event description:
It was reported via social media that perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was performed and a watchman access system (was) and a watchman laa closure device & delivery system (wds) were used. During the procedure, a perforation occurred leading to pericardial effusion and cardiac tamponade. The patient required emergent surgery to repair the perforation and was in the intensive care unit for nine days. The patient developed organ, heart and kidney failure, as well as pulmonary hypertension. The patient is recovering.